Event description:
A customer contacted beckman coulter inc. (Bec) regarding elevated thyroid stimulating hormone (tsh) results above the normal reference range generated by the unicel dxl 800 access immunoassay system for one patient that did not match the clinical picture of the patient. The customer was questioning tsh results for the patient as they were increasing each month and were not matching the other clinical results for the patient. The patient's free t4 results were stable and were not matching the elevated tsh results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Specific sample collection device and centrifugation information have not been supplied to date. Qc was performing within the customer's established limits at the time of the event. The patient samples were sent to bec cpls (customer product line support) to conduct interference confirmation testing. Per the cpls report, heterophile testing demonstrated the presence of interfering substances since at least one of the heterophile blockers used in the test significantly lowered the signal. A patient source interferent is the root cause of this event.